Manufacturer narrative:
Follow-up #1: date of submission: 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: a review of pump¿s black box showed multiple call service 087 alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) at power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted multiple cs 069 call service alarms. Multiple changes in the tubing did not resolve the alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.